Manufacturer narrative:
The customer was sent a quote for service but later expired after no response from the customer. No work was performed by philips. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Information was received that a field service engineer (fse) went onsite and replaced the touchscreen to resolve the issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
H11. This information was missed to be included in the h10 of previous follow up report: it was reported there was no patient involvement at the time the issue was discovered. H6 - health impact code updated accordingly. G4 - previous follow up report's supplemental aware date is corrected to 03/22/2024.

Event description:
Philips received a complaint from the customer on the v60 device indicating that the touchscreen is not functioning. It is currently unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. Evaluation and repair of the unit is currently pending.

Manufacturer narrative:
(B)(6).